Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, a loss of capture was observed on the left ventricular lead. No patient symptoms were reported. Lead dislodgement was suspected. Device reprogramming was performed and the patient would continue to be monitored.